Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (damaged therapy electrode pad/sensing pad) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief, disconnecting wires in the dn. The cause of the test failure was the pulled dn to rear te cable. The root cause for the pulled cable is excessive force. Additionally, the connector on the trunk cable was cracked. The root cause for the pulled cables is excessive force. The root cause for the cracked trunk connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported a damaged therapy electrode pad/sensing pad.